Event description:
Complainant alleged that while analyzing the heart rhythm of a (B) (6), male pt, the device did not advise shock for what appeared to be a shockable heart rhythm. Complainant indicated that the clinician obtained another derive to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for evaluation, and this complaint is still under investigation.